Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device passed the displacement, rewind, basic occlusion and prime test. The excessive no delivery test and occlusion test could not be performed due to motor error alarms. It also had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms and no delivery alarms. The blood glucose at the time of the incident was 185 mg/dl. The device was not exposed to a magnetic field and the customer was able to rewind and prime. The device was returned for analysis.